Event description:
It was reported that a patient with an edwards surgical valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: a1, a2, a3, b4, b5, d1, d2, d4, d6, g3, g4, g6, h2, h6 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 2800 pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 19 years, five (5) months due to aortic stenosis. The tavr procedure was performed with a 23mm 9755rsl transcatheter valve.